Event description:
The patient could not adjust her stimulation. A power-on-reset (por) condition was reported and a 'call doctor: por' icon message was seen on the patient programmer: additional information was requested. Please see MFR report #: 3004209178-2010-04734.

Event description:
Customer reported blood glucose results of 185 mg/dl, 120 mg/dl, 96 mg/dl, 161 mg/dl, and 103 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.